Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received alert for high out-of-range pacing impedance on the right ventricular (rv) channel. A copy of device memory was preserved and submitted for analysis. Boston scientific technical services (ts) reviewed the data and recommended troubleshooting options. Additional information was reported that the patient was admitted to the hospital due to beeping tones from the device. The device impedance measurements was suspected to be unstable. However, during follow-up, the impedance measurements was not reproducible. Ts reviewed the data and confirmed that there was no noise recorded and the device is operating as expected. Ts recommended further lead integrity troubleshooting. Additional information has been requested regarding the event resolution, but no information was provided. The device remains in service. No adverse patient effects were reported.